Event description:
Reportedly, pt expired approx after a implant duration of 2 months, due to unknown reasons. Unknown if pt death is device related. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.